Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, during analysis of log file analysis tool and screenshot of service screen it shows 2p calibration of the o2 sensor failed due to the leaking check valve. No flow recorded when the flow controller set @2 lmn and 10mbar blower pressure. As a resolution sent request customer service team for shiiping the main electronics under warranty. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 alarmed 401-inspiration valve or device leaky. The customer confirmed that there was no patient harm associated with the reported event.